Event description:
Caller reported an error with their continuous glucose monitor (cgm), specifically a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a pump reset, guided the caller through the process, and successfully resolved the issue, with no further error codes displayed.